Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the trauma experienced when the patient fell. The IFU notes that extreme care in patient handling (e.g., moving patient, changing clothes, etc.,) immediately after surgery is necessary. Excessive activity and trauma affecting joint replacements have been associated with premature failure. This device is used for treatment not diagnosis. No information for serial/lot #), & device MFR date. No evaluation.

Event description:
It was reported on (B)(6) 2017 the patient is improving and weaning from the brace/abduction pillow. Associated mfrs with this event: 1038671-2017-00176, 1038671-2017-00177, 1038671-2017-00178, 1038671-2017-00179, 1038671-2017-00180, & 1038671-2017-00181.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2013. Non-revision of right shoulder components due to scapular spine fracture, possibly resulting from a fall. This event report was received through clinical data collection activities.